Event description:
Boston scientific received information that a physician made a general comment to a boston scientific field representative (fr) regarding elective replacement indicator (eri) and pacing inhibition during cautery use. The fr further reported that the physician did not have any device specific/patient specific information. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.